Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the main batt wire in the trunk cable being broken at the distribution node (dn). The trunk cable showed signs of physical abuse. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.